Event description:
It was reported that a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx closure device was implanted. The patient was placed on an oral anticoagulation (oac) regimen for three (3) months, and then transitioned to aspirin until month six (6). Approximately six (6) months post index procedure, the patient experienced a cardioembolic stroke. No further patient complications or interventions were reported.

Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown. D6a: approximate date of implant as implant date is unknown.